Manufacturer narrative:
The alleged broken bt-05r is not expected to be returned for evaluation and review due to contamination. This complaint of broken device was verified by photographic evidence; however, a root cause cannot be determined. Unused devices that were returned were evaluated per specification and no fault with the devices were found. The user reported that they were unsure what lot number of device was used during the procedure. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: cautions: read and become familiar with all instructions and cautions in this direction for use before using this product. Endoscopic procedures should only be performed by physicians with adequate training and knowledge of these procedures. In addition, medical literature should be consulted regarding techniques, hazards, contraindications, and complications prior to performing these procedures. Do not proceed with introduction of the bladed trocar if the shield indicator does not become visible through the lens. To avoid injury to abdominal structures, pneumoperitoneum must be maintained during the use of the oneport trocar. An incision large enough to accommodate the cannula should be created prior to insertion of the trocar assembly. Use of instruments in excess of 12.6 mm may result in damage to the trocar and/or instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the bt-05r, 1port 5x100mm bld troc w/ribs 6/bx device was found broken after use during a gynae lap case on (B)(6) 2018. There was no reported delay in surgery since the discovery was not made until the surgery was completed. The surgical cavity was searched with a camera, irrigated and suctioned out but nothing was found in the patient. Then the surgical cavity was searched during a MRI; however, the tip of the device was not found. There was no report of harm to the patient, and there was no extended stay in the hospital although the tip of the device could not be located. This report is being raised on the basis of injury due to the unknown location of the device tip.